Event description:
On (B)(4) 2013, it was reported that high impedance was seen during normal mode and system diagnostics on (B)(6) 2013. The patient had not been experiencing an increase in seizures, but the doctor thought this was irrelevant because the patient had been a non-responder. The patient was previously seen in (B)(6) 2012, and everything was normal. The patient's settings were provided. The device was disabled on (B)(6) 2013. There was no patient manipulation or trauma. X-rays were received and reviewed. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin was fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator. No acute angle was found, but a lead break in the lead body was visible at the level of the 1st-2nd rib. Surgery is likely but has not taken place.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.x-rays reviewed by the manufacturer, a gross lead discontinuity was visualized.device failure is likely but did not cause or contribute to a death or serious injury.